Event description:
It was reported that during a remote follow up, undersensing was noted on the device. Abbott technical support was contacted and the device was reprogrammed, however, undersensing was again noted. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.